Event description:
Patient (pt) reported when they tried to switch to their other pump, the screen was not turning on. Pt confirmed they fully charged battery and everything was connected properly. Pt continued using pump that in use and working. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 25ng/kg/min. Did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.